Event description:
Patient reported right side rupture. It was additionally reported "ongoing pain¿, "breasts have also dropped" and "concern" of the implants. Upon explant, there was no evidence of rupture. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2, d4, g4, h4, h6.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22/jul/2024.

Event description:
Patient reported right side rupture. It was additionally reported "ongoing pain¿, "breasts have also dropped" and "concern" of the implants. Upon explant, there was no evidence of rupture. The device has been removed.